Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 27-jan-2025 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the cubie was not open. A technical support specialist (tss) remotely logged in and closed the application. Upon opening the zones, all drawers were offline. Drawer 02 was tested and was able to open. The customer reported that a cubie lid was not opening, and they were advised to try reissuing the item. After reissuing, the cubie was able to be opened successfully. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ medflex 1000, the user attempted to issue an item, but the drawer did not open. The customer stated that this malfunction occurred while dispensing the medication. There were no adverse events or injuries reported due to this event.